Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcifed left main trunk-left anterior descending (lad) artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment over previously placed stent. After pre-dilations the device was failed to cross the lesion. During removal the stent became caught within the lesion and became stretched and then stent dislodged. A snare was utilized to removing the dislodged stent along with the stent placed in the lad. The procedure was successfully completed with different device. There were no patient complications reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcifed left main trunk-left anterior descending (lad) artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment over previously placed stent. After pre-dilations the device was failed to cross the lesion. During removal the stent became caught within the lesion and became stretched and then stent dislodged. A snare was utilized to removing the dislodged stent along with the stent placed in the lad. The procedure was successfully completed with different device. There were no patient complications reported. It was further reported that there were no fragments left and the device was removed from the patient successfully.